Manufacturer narrative:
Imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a dilation of esophageal strictures procedure performed on (B)(6) 2025. Before the procedure, a healthcare provider prepared the balloon and noticed that the desired atm could not be achieved. When they proceeded to inflate the balloon while it was immersed in water, they found that there were bubbles. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was tested outside the patient during preparation.